Manufacturer narrative:
Hamilton medical ags conclusion: the root cause was attributed to a defective mainboard. The correction consisted in the exchange of the mainboard.

Event description:
Self-test failed, 431008, 231012, 231023.